Event description:
It was reported that the pt stated that her first surgery was on (B)(6) 2011. Pt has had constant pain for the past month. She had an MRI in august. The MRI showed that a fibroid tumor had developed over the head of implant. Her doctor told her that the inflammation from the implants caused the tumor. She is scheduled for a revision surgery on (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.